Event description:
Total hip implant (B)(6) 2005. Had pain at first and hip felt loose. Went back to hospital several times for x-rays taking continuous meds. Hip began to pop and click and squeak. Hip becomes inflamed if stand or walk on it. On (B)(6) 2013 (B)(6) hospital (B)(6). X-ray surgeon reports that implant has caused my bone to become deformed. Said bones have grown out into muscles that the hip implant can never be removed because the bone growth (caused by implant) has grown into muscles on leg. Surgeon said they would ruin my leg muscles if they try to revise hip again. Hip and inability to stand or walk has disabled me. On a lot pain meds. Hurts to sit, stand or lay down.